Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump was emitting low battery alarms frequently and was occasionally shutting down without alarming. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 07/24/2013 with the following results: testing was unable to duplicate "intermittent" power" condition no alarms related to complaint observed in black box; however, multiple "power on resets" or "reboot" conditions observed in black box on (B)(6) 2013. Battery compartment intact, no cracks. No evidence of moisture contamination inside battery compartment. Battery cap is able to be fully tightened. A power loss was not observed. Battery cap measures within specifications. The pump was exercised for 24 hours. No power loss or battery related warnings were observed. Pump case was removed, no evidence of moisture or loose components identified inside pump. Inspected battery terminal contacts, no evidence of intermittent contact.